Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (a) lead was positioned, but then dislodged when the guide was removed. The helix was retracted for the lead to be repositioned, but then the helix would not extend, even after 30 rotations of the fixation tool. The lead was removed from the patient and the helix still would not function. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.